Event description:
The lens was placed into the inserter and given to the surgeon. When surgeon was advancing the lens halfway through she noted a scratch on the lens. Surgeon continued to advance the lens stating that due to patient's eye medical history that removing the lens would cause more harm. The scrub said that she believes that the top portion of the notch that pushes the lens in the inserter was the one that caused the scratch. Surgeon used lens cutter to remove the implant. New intraocular lens implant was placed. Procedure was completed and patient was stable upon transfer to phase 2.